Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 125 units of insulin. The customer added insulin to the existing cartridge and completed the load process successfully. Insulin delivery was resumed. The customer's blood glucose level was 70 mg/dl.